Event description:
Complainant alleged that during the incoming inspection of the device, the unit started to discharge automatically after the unit had fully charged to 30 joules. The complainant indicated that there was no patient involvement in the reported event.